Event description:
User alleges that the inflation line came out of the tube during use. Tube was replaced and no patient injury reported. The surgery had begun, incision needed to be closed, patient repositioned supine, then reintubated.